Manufacturer narrative:
The customer reported issue was confirmed. The device was examined and it was observed the lcd broke off the mac at the pivot point. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer alleged that the scope lost focus. There was patient involvement but no harm occurred.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The serial number will be reviewed to determine the date of manufacture. This device in this report is product code: ccw, device class: 1. Regulation number: (B)(4) (510k exempt). Patient information (ID, age, sex, weight), date of event, as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the device display started out bright and clear and then became dull. When moved, it sometimes went out completely and did not come back on. Two different batteries were tried. No claim of patient harm or death was made in the communication of the incident from the customer to medtronic. On (B)(6) 2017, (B)(4), rn (medtronic med affairs-patient safety) spoke with the customer. According to the customer, there was one patient on which the customer attempted to use the mcgrath laryngoscope in which the light on the screen failed to function. Upon arrival to the patient, the patient was in full cardiac arrest. They attempted to use the mcgrath, but when the screen failed, they used their traditional handle and blade to place the airway. No harm occurred as an alternate laryngoscope was used. It was reported that later at an unspecified date and time the patient died, and the death was unrelated to this device and event. The customer stated that the patient¿s death was in no way related to the failure of the device.